Event description:
It was reported that this right ventricular (rv) lead oversensed noise, which resulted in pacing inhibition. The patient experienced less than two seconds of asystole. In addition, the pacing impedances fluctuated between 700 ohms to 1800 ohms. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.